Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to obtain the following additional information and the device. To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? Was device fired over another clip or hard structure? Were there any patient consequences? If yes, please describe. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that during an unknown procedure, "no staple fired causing cut on cystic artery that kept on bleeding until a replacement stapler was used. Seemed that there are no staple loaded in the faulty device." Patient consequence was not reported.